Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Inappropriate mode switching linked to mv oversensing; atrial lead is boston scientific model 4087 impl (B)(6)2022.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached investigation report.

Event description:
Inappropriate mode switching linked to mv oversensing; atrial lead is boston scientific model 4087 impl on (B)(6) 2002.